Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma (e.g., ilio-femoral vessel dissection, bleeding, rupture), endoleak, occlusion. Also, gore recommends to observe inflation and deflation of the balloon under fluoroscopy to ensure proper functioning of the balloon. Excessive inflation volume may result in balloon rupture or vessel damage. Follow the manufacturer's recommended method for size selection, preparation and use of aortic and iliac dilation balloons, carefully monitoring both volume and pressure to avoid complications. Also was implanted iliac extender component pxl161007/(B) (4) ((B) (4)), which unintentionally covered the right internal iliac artery.

Event description:
On (B) (6) 2009, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The trunk-ipsilateral leg component was extended with a contralateral leg component. Completion computed tomography angiography (cta) revealed a distal type I endoleak on the right side. The physician decided to balloon the distal end of the contralateral leg component using a (B) (6) reliant stent graft balloon. Cta showed that the right common iliac artery was ruptured due to the ballooning. The physician extended the contralateral leg component with an iliac extender component. Although the rupture was repaired, the right internal iliac artery was unintentionally covered. The physician believed that the rupture was not caused by the device, but was due to a wide extended area of ballooning beyond the excluder device when he performed ballooning distally. The patient tolerated the procedure. It was reported that as of (B) (6) 2010, the patient was recovering steadily and would soon be discharged.